Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-sep-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-sep-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that especially patient's lower back, had been sort of out. Pt stated that especially when they got up in the mornings they were unable to stand up and get out of bed as it was very painful. Pt stated that when they went to the bathroom they couldn't stand up. Pt stated that they were having all sorts of troubles with their lower back. Pt stated that they had troubles with their shoulders and neck as well. Pt stated that they called healthcare provider (hcp) office and they were told that they had to call the manufacturer before an appointment could be made. Patient services (pss) suggested that the pt try increasing the stimulation if they hadn't already. Pt stated that they couldn't increase the stimulation as settings not available would appear. The patient was redirected to their healthcare provider to further address the issue. Pt also had a manufacturer representative (rep) contact information so pt was going to contact the rep directly. Additional information received from the patient. The patient reported it was discovered some of the electrodes were not working so others were set to cover the area. The issue was resolved.